Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. No pre-implant balloon aortic valvuloplasty (bav) was performed. Smooth insertion of the valve into the aorta was noted. When the valve was partially released into the annulus, the position was noted to be too high. The valve was fully recaptured and repositioned for a second time. Upon release at 80 percent, an infold was observed at the non-coronary cusp (ncc) side. The valve was withdrawn from the patient, and a new delivery catheter system (dcs) and valve were used to complete the procedure. Per the physician, left ventricular outflow tract (lvot) calcification may have contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop23-29 (lot: 0011181216); product type: 0195-heart valves; product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, in original packaging and jar filled with clear solution, visual analysis showed the valve appeared slightly crimped and discolored showing evidence of blood with remnant piece of host tissue coming from commissure 2-3. All leaflets were flexible and appeared intact. As received, all leaflets were in a closed position with a gap at the point of coaptation. All commissures appeared intact. The valve was submerged in warm saline to reset valve frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tac tile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was subsequently deployed and appeared to exhibit a complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Seven media images and eight static images were provided for review. Fluoroscopy of the valve was provided and shows overlap to the fourth node but not beyond. It would be considered an acceptable load. Image of annulus and left ventricular outflow track (lvot) shows annular to lvot calcium noted between left coronary cusp (lcc) and noncoronary cusp (ncc). This is consistent to the reported event. There is a fluoroscopy image, the valve in the delivery catheter system (dcs), and the valve fully deployed to show the infold in each state. The fluoroscopy image shows infold in the region of the calcium burden between the ncc and lcc. The valve conforms around the native anatomy and the presence of the infold in the region of calcium burden is likely the contributing factor to the infold. The valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. Based on the available information, a root cause for the infolding could not be conclusively determined. In this case, it was reported that infold happened in the region of the calcium burden between the ncc and lcc. This indicates that the calcium burden is likely contributed to the infold. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.